Event description:
It is reported by the nurse of the hospital, that the locking screw can´t be fixed anymore. Thread of the target device is broken.

Manufacturer narrative:
Investigation summary: both instruments received are considered primary products. The other instruments received are considered associated products. Review of the inspection records of both targeting arm and fixation screw revealed no discrepancies; the devices were documented as faultless prior to distribution. Furthermore, as both instruments had been in use for a longer time (manufactured in 2005), we pre-suppose that the devices had fulfilled their tasks in former surgeries as intended without problems reported. Appearance and extent of damage found at the first windings of the screw thread indicates oblique insertion under excessive force application, which is supported by stripped off material of the fixation screw in the internal thread of the targeting arm. The cross-threading had led to the material damage, which avoids reliable insertion into the thread of the targeting arm. In case of intended use such damage would not have occurred. Per the IFU the devices should be checked for damage and for function. Pre-supposing that a check for damage /function was carried out prior to surgery, the cause of the event can only be found in the intra-operative procedure. Otherwise, the reported problem would have been realized at that time and another device would have been used. Based on the above observations the root cause of the reported event is not linked to a deficiency of the devices but is rather related to misuse (oblique insertion under excessive force application). Review of complaint history, CAPA databases and risk analysis did not identify any conspicuity. The review of the risk assessment for the failure mode indicated the issue was addressed adequately. There are no actions in place related to the reported event for the subject products. No non-conformity was identified. A new design version was implemented by change request ecn # 5093/05 in order to improve product handling and to avoid insertion under malalignment. The new screw design is available since 2005 (design version of the returned fixation screw). In addition, a new fixation screw clamp (catalogue #18060273) has been developed to further improve the product handling; oblique insertion of the fixation screw into the corresponding internal thread of the targeting arm will be avoided, as after clamping this device onto the metal part of the targeting arm a straight insertion is ensured. The fixation screw clamp is available since 2010.

Event description:
It is reported by the nurse of the hospital, that the locking screw can't be fixed anymore. Thread of the target device is broken.

Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.